Event description:
It was reported that the patient presented for a scheduled implantable cardioverter defibrillator (ICD) implantation procedure. During the procedure, it was observed that the lead could not be properly placed in the header of ICD due to a set screw issue. As a result, the ICD was not implanted and replaced with new ICD. The patient's condition remained stable.

Manufacturer narrative:
Reported event of loose or intermittent connection was confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the dislodgement of the left ventricular contact spring within port, which caused reported event preventing insertion of lead. Manufacturing investigation was performed with undetermined cause. Functional testing performed after reinstalling contact spring was found to be normal. A manufacturing process anomaly may have occurred contributing to the reported event. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.